Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visible rust/corrosion inside battery compartment. Leak test performed; failed due to battery compartment leak. Returned battery cap and test cap unable to securely attach to pump; continual power rebooting. Battery compartment damaged at the threads; plastic piece of threads missing above the bumper. Battery compartment crack on the side of the battery compartment at the threads and below the bumper at the case seal. Unable to perform/verify steps. Returned battery cap damaged; threads torn. Returned battery cap is able to securely attach to test pump. Pump opened; no further evidence of moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.